Manufacturer narrative:
Upon visual inspection of the returned unit, the reported tip breakage condition was confirmed. The whole ceramic tip and metal electrode had broken off from the probe¿s distal end. No damage or visible marks were observed on the probe¿s black insulation or lumen. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root causes for the reported condition can be associated, but not limited to: component issue, improper assembly and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
A different failure mode than the one originally reported was confirmed on the returned unit. A tip breakage condition was determined on (B)(4) 2013. Upon visual inspection of the returned unit, a tip breakage condition was confirmed. The whole ceramic tip and metal electrode had broken off from the probe's distal end. No damage or visible marks were observed on the probe's black insulation or lumen. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record and non conformance report historical data of the subject part number and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root causes for the reported condition can be associated, but not limited to: (1) component issue (2) improper assembly and/or (3) misuse. Another contributing factor for the tip breaking condition is the part strength per design (design factors like material properties, stress concentration areas and cross section of the part) combined with excessive force (torque). If the bending forces applied by the user exceed part strength, a percentage of these parts are expected to break. In sum, the product was returned for investigation and the tip breakage condition was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the unit stopped working. Further, no error message was observed and no injury or delay to the patient were reported.

Event description:
It was reported that during a procedure, the unit stopped working. Further, no error message was observed and no injury or delay to the patient were reported.